Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 6.07 mm offset at the tips. The grips show cracking damage at the yaw pulley. Components adjacent to this bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional findings related to customer reported complaint: the instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley. Component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to use conditions, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that a fenestrated bipolar forceps instrument was found to be broken. The customer reported event had no report of patient injury.